Manufacturer narrative:
Device manufacture date not available at time of this report. The device has not been returned to the MFR.

Event description:
A medtronic rep reported that the site indicated their short percutaneous clamp is not fully tightening and remains loose. There was no pt present.